Event description:
During placement of the coil, difficulty was experenced rezipping the sheath, there was no report of pt injury.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete.